Manufacturer narrative:
(B)(4).

Event description:
Clinical study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, that the clinical participant improperly inserted a sensor and transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the data log did not find any errors related to the customer complaint. Functional testing was performed and no failures were detected. A pairing test was performed and the test passed. The customer complaint could not be confirmed with receiver testing. A root cause could not be determined.